Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination with the hemogard closure assembly correctly assembled and placed on the tubes. Additionally, ten (10) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tubes customer reports lack of negative pressure. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: defect; lack of negative pressure. Quantity: (B)(4). Effects: no other adverse effects on patients.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tubes customer reports lack of negative pressure. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: defect; lack of negative pressure. Quantity: 5. Effects: no other adverse effects on patients.